Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed by another rapid antigen assay. The consumer also mentioned that the quickvue otc test used was expired (off-label use). 5 additional consumer events were also communicated which are captured on separate reports.